Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify or duplicate the reported problem. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported event could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
During a patient event, the customer reported that the device failed to analyze the patient ECG rhythm. A (B)(6) patient was discovered collapsed in the bathroom by his wife. The wife contacted the continuing care facility and the dispatched nurses arrived at the scene within 10-12-minutes. The patient was moved to a larger area and CPR was initiated. The first responders attached the quik-combo electrodes to the patient's chest. The device was reported to give directions but never went to analyze the patient rhythm. Five minutes later, the medics arrived at the scene and stated that the patient looked deceased with signs of lividity. Treatment was ceased and the patient pronounced deceased at the scene. The reporter informed that device user may not have connected the electrodes fully to the device during use but there was no confirmation of the issue. Physio-control's clinical review of the reported event found that there was insufficient data available to determine the impact of the device use. There was no patient ECG available to assess whether the patient was in shockable or non-shockable rhythm.